Manufacturer narrative:
The t:slim g4 pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels ranging from the "300's-400's" with small to trace ketones. The customer was uncertain of the suspected cause but stated they believed it to be a pump issue. The customer delivered a bolus via the pump and administered a manual injection. The customer reported waking up the following day with elevated bg levels of 300 mg/dl. The customer delivered a manual injection that stabilized their bgs to 134 mg/dl. A system check was performed with tandem technical support (cts), and it was identified that the customer had the supplies in use for 4 days. The customer reported reusing supplies including the cartridges and tubing. Cts educated the customer regarding product labeling.